Manufacturer narrative:
The reported failure of [the device software has detected a large pressure drop between the monitor and outlet pressure sensors] is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information alleging maintenance was required on a trilogy evo ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to the service center for evaluation. During the evaluation it was noted that an error code indicting the device software has detected a large pressure drop between the monitor and outlet pressure sensors was recorded in the device event log caused by contamination in the machine flow sensor in-line filter and in-line filter prox. In conclusion the machine flow sensor in-line filter and in-line filter prox were replaced to address the issue. Additionally, during the evaluation, the fio2 receptacle verification failed testing unrelation to the reportable malfunction. The device was retested and passed all test.